Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 131 events for the failure: overheating of device. 110 events had problem identified during non-clinical procedure; there was no patient involvement. -21 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 131 events were reported for this quarter. Product return status 62 devices were evaluated based on historical data analysis. 37 devices were received. 32 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 62 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 29 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: overheating problem identified / part/component/sub-assembly term not applicable 2 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent 4 devices: degradation problem identified, overheating problem identified / bearings 32 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition: 86 devices: scrapped by stryker, 12 devices: product not received, 1 device: scrapped by customer, 32 devices: product disposition is not yet determined. Additional information: 131 devices were not labeled for single-use. 131 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99464. Supplemental rationale: corrected data: b5, h6, h11. 131 previously reported events were included in this follow-up record. Product return status: 90 devices were evaluated based on historical data analysis. 41 devices were received. Evaluation findings (results/components): 90 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 31 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: overheating problem identified / part/component/sub-assembly term not applicable. 4 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent. 4 devices: degradation problem identified, overheating problem identified / bearings. Product disposition: (B)(4) devices: scrapped by stryker. 19 devices: product not received. 1 device: scrapped by customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 131 events for the failure: overheating of device. 109 events had problem identified during non-clinical procedure; there was no patient involvement. 22 events had no health consequences or impact.